Manufacturer narrative:
Sections with additional information as of 23-jul-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptom: weak. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Customer had not been using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 109mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2022 and open vial date is 05/13/2021. At the time of the call, the customer reported feeling weak, but does not know if it is due to diabetes as she has not been diagnosed; medical attention was not needed at the time.